Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 490 mg/dl. Customer had a symptom like breathless. Customer treated with insulin pump for high blood glucose. Breathless. The insulin pump will not return for the analysis.